Event description:
On 04/07/2022, it was reported by a facility representative via sems that a ar-6480 dw pump is delivering too much fluid. This occurred during an unknown case, with no patient effect reported

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was not confirmed, but another failure mode was discovered. (1) unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected and no apparent damage was noted. Further review of the pump sub-assembly and components showed no functional issues with the latch door or tubing connector. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and functioned as intended with no error messages and no audible alarms triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the allege pump, and to verify if an error message and/or audible alarm will be triggered. The results of the clamp test indicate the pump triggered an alarm and provided an error. This behavior is expected. When the pressure was artificially lowered by removing the inlet from the fluid source, and alarms was triggered and the device stopped. This behavior is expected. Review of complaint records for serial number (B)(6) showed that the device has no previous complaints. A probable cause to the loud motor can be attributed to wear and tear from heavy usage, since the device was manufactured in 2018.